Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and also had received a pump error alarms. The customer¿s blood glucose level was 400 and 470 mg/dl. The customer was assisted with troubleshooting for pump error alarms as well as performed self-test and the test did not pass. Explained pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures, variable three, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.